Event description:
It was reported that during the implant procedure, the physician noticed an insulation anomaly on the right ventricular lead. The lead exhibited high impedance. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.